Event description:
Advocate received an "low" reading on the control test, using customer's contour meter. The range is 103-143 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips and a new meter were sent to the customer.